Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips are tested in comparison to the current master lot. For this purpose, the test strips are measured with two human blood samples from marcumar donors and two internal reference meters. All retention data are reviewed once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter with unknown serial number, compared to an stago analyzer laboratory method with unknown reagent. The result from the meter was 5.3 inr. The result from the laboratory was 2.8 inr. The reporter claimed the problem was not with the coaguchek. Therapeutic range is 2.0 - 4.0 inr.